Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. The IFU for the clinitest hcg states: "recent studies suggest that urine hcg concentrations are approximately one-half of, or less than one-half, of corresponding serum hcg concentrations. Urine hormone levels greater than 25 miu/ml are reported as positive." A blood test result of 32 miuml would equate to about 16 miu/ml in urine and therefore would be below the detectable limit (25miu/ml) of the test. The workshop repair has been completed. The returned hcg cassettes were run and all results were as expected with no false results. The instrument was run and it passed all tests with no errors reported.

Event description:
The customer reported a false negative hcg on the clinitek status+ compared to a blood test that was positive. There was no report of injury do to this event.